Event description:
The user facility in (B)(6) reported the tip broke off of the instrument during a surgical procedure. The broken fragment was removed from the pt's eye. There was no pt injury.

Manufacturer narrative:
The device has not been returned for evaluation. A supplemental report will be submitted if any additional information is received.